Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5, e2, e3 and g2. Additional information: h4 and h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a breakage of printed circuit board and scope connector¿s plug unit. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." . Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that the procedure was completed without delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no picture due to printed circuit board failure; the distal end plastic cover had sharp edges; the bending section cover was stretched; the bending section cover glue was cracked; the light guide lens had melting on top; the light guide tube protector had wrinkles; the scope connector had a crack between the contact pin; and the insertion tube had a bite/dent, ring gauge failed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was no picture on the bronchovideoscope. The issue occurred during preparation for use. There were no reports of patient harm.